Event description:
It was reported the customer had a off no power alarm on their insulin pump. Customer also stated their insulin pump had suspended. The customer's blood glucose was 212 mg/dl. Troubleshooting did not find any damage to the customer's insulin pump. It was also found the customer received a low battery alert prior to the alarm occurring. Customer also reported unattended alarms that would drain the battery life. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.